Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) and four shocks for what appears to be an atrial driven rhythm. Technical services (ts) was consulted, and programming enhancements were discussed as well as further electrophysiology review. No additional adverse patient effects were reported. This device remains in service.